Event description:
The customer reported that while monitoring a patient on a qube bedside monitor, the qube monitor suddenly stopped functioning. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that the device was removed from use and was being tested by the biomed. The biomed was unable to be reached after several attempts. Due to lack of response from the customer, no further information is available. Cause of failure could not be established as the customer did not respond to attempts to gather additional information.